Manufacturer narrative:
Additional information received showed there is no information to reasonably suggest the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. A second paragraph was added. H6. Eval code method (was added), device code, eval code result, and eval code conclusion (were updated). Additional codes. The annex g code was updated. Product analysis: the valve remains implanted; therefore, unable to be analyzed. Two procedural cine images were submitted to medtronic for review; however, no images were provided showing inspection of the second valve and delivery catheter system (dcs) load. An image of the final deployment at the point of no recapture was provided. The valve was deployed without complication. Corrected data: d suspect medical device 6a. The initial medwatch erroneously omitted the implant date. With submission of this report, let the information reflect an implant date of this valve (serial number (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter valve replacement procedure using the evolutfx-34 valve, the patient was undergoing the procedure due to severe aortic stenosis with low flow and low gradient, with an aortic valve area of 0.86. The valve was loaded and checked under fluoroscopy. Subsequently, crown overlap slightly passed node 3 was observed. Therefore, the valve was inserted and deployed. During deployment, upon reaching the ¿system crack point¿, an infold occurred. As a result, the valve was recaptured, and the system was withdrawn from the patient. A second valve was loaded, and upon evaluating the valve, an infold to node 2 was observed. The valve was deployed without complications. No patient complications have been reported as a result of this event. Additional information was received to report the valve load was performed by an inexperienced valve loader. During the case, a misload was not identified during fluoroscopic inspection of the first valve load; however, fluoroscopy was re-reviewed with hospital staff and a misload was identified and characterized as a valve frame overlap to node four. The misloaded delivery catheter system (dcs) and loaded valve were inserted into the patient and upon initial deployment to 80%, the infold was visible via fluoroscopy. The system and valve were withdrawn from the patient. Following loading of the second dcs and valve, fluoroscopic inspection confirmed a good load. It was also clarified an infold did not occur with the second valve. Per the physician, the patient's calcified native annulus may have contributed to the infold in the frame of the first valve.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter valve replacement procedure using the evolutfx-34 valve, the patient was undergoing the procedure due to severe aortic stenosis with low flow and low gradient, with an aortic valve area of 0.86. The valve was loaded and checked under fluoroscopy. Subsequently, crown overlap slightly passed node 3 was observed. Therefore, the valve was inserted and deployed. During deployment, upon reaching the ¿system crack point¿, an infold occurred. As a result, the valve was recaptured, and the system was withdrawn from the patient. A second valve was loaded, and upon evaluating the valve, an infold to node 2 was observed. The valve was deployed without complications. No patient complications have been reported as a result of this event.